Event description:
The needle broke within the device when the handle unloaded the loading unit. The needle was located and removed from the cavity. Another loading unit was used to continue the procedure. Procedure type: gastric band.